Event description:
Discrepant results on one patient. Date: (B)(6) 2013, inratio = 3.6. Date: (B)(6) 2013, lab = 16.5. Twenty four hours between testing. Patient hospitalized due to bleeding out and bruising. Patient received vitamin k to lower inr. Patient received blood transfusion for anemia. Patient's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.